Event description:
It was reported that noise oversensing was noted during a follow-up appointment. Isometrics were performed and the noise could not be reproduced. The physician reported that the noise was not electromagnetic interference. There was some pacing inhibition noted and the patient was asymptomatic. The lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.